Manufacturer narrative:
(B)(4). Date sent: 12/15/2020 additional information was requested, and the following was received: what were the indications for surgery? Colitis diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Another surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? Yes. If so, please describe. They were perfectly intact. Was a complete transection of the white breakaway washer visually confirmed? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? No what is the current status of the patient? ¿the surgeon said that the patient was fine¿. Was a leak test performed? Yes. If so, what type and what was the result? ¿perfect¿ was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Post op emergency how was the leak addressed? Hand sewed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? How was the leak addressed? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic sigmoid colectomy the anastomosis 'fell apart'. The procedure was converted to open and the surgeon hand sewed to complete the case.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. D4: batch # t5d762. Device analysis: the analysis results found that the ecs25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.